Event description:
A pt in isolation was ordered an ultrasound. The ultrasound technician felt the tube of ultrasound gel would be contaminated if the whole tube was taken into the room. The technician withdrew some of the ultrasound gel into an IV syringe and brought that into the room. The unused portion was left on the pt cart just outside the room unlabeled and unattended. During a mock inspection the blue tint ultrasound gel, approixmately 8 ml, was found in the unlabeled IV syringe on the cart that is frequently accessed by many to prepare medications. It was not administered to the pt.